Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event reported was reproduced; however, the root cause could not be determined. It is presumed that the issue occurred due to an emergency light failure. The reason why the emergency light failed could not be identified. The instructions for use and labeling of the product were checked, and there were no abnormalities leading to the event reported. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred before a diagnostic procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had an e207 (emergency lamp error). It is unknown when the issue occurred. There were no reports of patient harm.